Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test.". Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("cramping"), migraine ("migraines"), headache ("headaches"), affective disorder ("psychological or psychiatric problems condition: mood disorder"), anxiety ("psychological or psychiatric problems condition: anxiety"), panic attack ("psychological or psychiatric problems condition: panic attacks"), depression ("psychological or psychiatric problems condition: depression"), vision blurred ("vision/eye problems type: blurred"), alopecia ("hair loss") and tooth disorder ("dental problems"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, left oophorectomy, cystoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, headache, affective disorder, anxiety, panic attack, depression, vision blurred, alopecia, tooth disorder, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, affective disorder, alopecia, anxiety, depression, genital haemorrhage, headache, heavy menstrual bleeding, migraine, panic attack, pelvic pain, tooth disorder, vaginal haemorrhage, vision blurred and vulvovaginal pain to be related to essure. The reporter commented: insertion date: (B)(6) 2013 (discrepancy). Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: case become serious incident, essure removal date and surgery were added. Reporter information, rcc notes added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.